Manufacturer narrative:
An endoscopy support specialist (ess) visited the facility on 11aug2023 to conduct an onsite cleaning sterilization and disinfection (cds). The information provided and demonstrated to facility staff referenced directly from the scope user manual as well as the reprocessing manual. The ess specialist went over the reprocessing steps from precleaning through the manual cleaning process. Ess spoke with the administrator regarding the need to perform aspiration and flushing steps as indicated in the reprocessing manual. All covered material in the demonstration was tracked and documented on an ¿on-track form,¿ in which all department staff were required to sign if attended. At this time, it has been indicated to olympus that the device will not be returned for further testing and evaluation. Should additional information become available, or the evaluation is completed, a follow-up report will be submitted.

Event description:
The endoscopy support specialist (ess) reported on behalf of the customer to olympus that the evis exera ii colonovideoscope was being reprocessed incorrectly. Ess further described that the customer had not been performing all of the required manual cleaning steps at the sink with the scope. Ess indicated that the customer did not perform aspiration and flushing of the endoscope channels with detergent, water, and air at the sink prior to placing the scope in the medivators dsd edge to be high level disinfected. The reported issues were discovered during an onsite in-service cleaning sterilization and disinfection (cds) education session. There was no patient/user harm or injury reported due to the event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the onsite repair and reprocessing session at the facility.

Manufacturer narrative:
Corrected data: d9 (¿no¿ was selected in error on the initial report), g2 (¿health professional¿ was selected in error on the initial report), h3 (¿no¿ and ¿not returned to manufacturer¿ were selected in error on the initial report), and h6 (type of investigation code ¿10¿ was omitted from the initial report). This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, a definitive root cause of the incorrect on-site/in-service reprocessing steps could not be identified. However, it¿s likely the cause is related to a difference between olympus¿ recommendation and the user facility¿ s understanding in device handling and reprocessing steps. The event can be prevented by following the instructions for use which state: -reprocessing manual_ cleaning, disinfection, and sterilization procedures_ manual cleaning *aspirating detergent solution into the instrument channel and the suction channels *flushing detergent solution into the air/water channels *flushing detergent solution into the auxiliary water channel *soaking the endoscope and all reprocessing equipment in detergent solution *soaking the endoscope and all reprocessing equipment in detergent solution olympus will continue to monitor field performance for this device.